Manufacturer narrative:
Device evaluation of monitor sn (B)(4)has been completed. The reported problem (failed incomign functionality testing) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q12 and q16 on the defibrillator pca. In addition, the failure was due to a lack of output at the u612 processor. The root cause for the shorted igtbs could not be positively identified. The root cause of the lack of u612 output could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
4/7/2021- resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form was located, and acknowledgements 1, 2, and 3 could not be located. A us distributor reported that a monitor failed incoming functionality testing.